Manufacturer narrative:
The device involved in the complaint has not been received for evaluation to date; therefore we cannot conclusively determine the root cause of the complaint. With the information provided a document based investigation was carried out. The complaint was confirmed based on the customer testimony. A possible cause of this complaint could be if excessive pressure was applied to the cleaning brush when cleaning the scope but as the device was not returned for evaluation we cannot conclusively determine the root cause of this complaint. The disposable endoscopic cleaning brush is intended for cleaning the accessory channels of endoscopes and has no patient contact. The device is supplied non sterile and is intended for single use only. Prior to distribution all disposable endoscopic cleaning brush sets are subject to visual inspection to ensure device integrity. A review of the manufacturing records for lot number c1102123 revealed no discrepancies related to this complaint issue. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The user cleaned the endoscope with the double ended cleaning brush (dcb-dv-50).while cleaning one of the brushes loosened from the plastic catheter and got stuck inside the working channel of the endoscope. The staff tried to push it out with the other end of the brush but did not succeed and decided to send the endoscope to olympus to remove the cleaning brush without damaging the endoscope.